Event description:
Related manufacturer reference number: 3006705815-2019-01854. Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01854.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01854. It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed that the leads had high impedances. X-rays were taken, but did not show any lead migration. Surgical intervention may be pending to address the issue.